Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons on his insulin pump are not responsive. Customer does not recall any significant events leading to the error. Customer's blood glucose was 130 mg/dl at the time of incident. Customer stated that the buttons started working as he was on the phone with the troubleshooter. No further information was provided.

Manufacturer narrative:
The insulin pump had an intermittent button response due to unlocked keypad connector on lcd board. The insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads and cracked reservoir tube lip.